Event description:
Consumer complaint of blood result reading of "hi." Last 5 blood results in memory: hi, hi, 311mg/dl, 309 mg/dl, 360 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of blood result reading of "hi". Last 5 blood results in memory: hi, hi, 311mg/dl, 309mg/dl, 360mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).